Manufacturer narrative:
(B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the lv perforation during the tavr procedure cannot be confirmed. Procedural factors (manipulation of the devices/guidewires), in addition to patient conditions (female gender, advanced age, narrow root, frail, hypertrophic cardiomyopathy) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 20 mm sapien 3 valve was deployed in the intended position with nominal volume. After rapid ventricular pacing (rvp) was stopped, the patient¿s blood pressure remained low, around 30 mmhg to 50 mmhg. Echocardiography showed a pericardial effusion. Percutaneous cardiopulmonary support (pcps) was initiated and the blood pressure became stable. The patient was weaned off of pcps and transferred to ICU with a drain tube in place for pericardiocentesis. Postoperative aortography showed a perforation and pseudoaneurysm in the posterior wall of the left ventricle (lv) near the apex. Surgical lv reconstruction was performed. On postoperative day (pod) 2, the patient was extubated in stable condition without neurological abnormality. The native annular diameter measured 19 mm by tte and 23.3 mm x 16 mm by CT with a valve area of 325 mm2. Mild valvular calcification was reported. It was perceived that any of the guidewires or the commander delivery system caused the lv perforation.